Manufacturer narrative:
Investigation summary. Ppae: (paroxysmal atrial fibrillation): . The root cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis/renal failure: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 73-year-old patient with a past medical history of coronary artery disease (cad) presenting in heart failure and cardiogenic shock (cgs), with scai stage e shock, on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. While in the intensive care unit (ICU), the patient was in atrial fibrillation (afib) and did not respond to a lasix challenge. Transesophageal echocardiogram (tee) with cardioversion was scheduled for treatment. The post-procedure outcome is survived at explant. Atrial fibrillation is a potential adverse event during support with the impella cp, particularly in patients with underlying conditions such as cardiogenic shock.

Manufacturer narrative:
Investigation summary; ppae:(arrhythmia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot ==> device lot: 1945878 device history batch ==> subcomponent lot: n/a device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.